Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having poor near vision. Clinical reason is 20/60 +2 near unhappy and was hesitant to do 2nd eye. The iol was exchanged for advanced technology intraocular lenses (atiol) 14 days following the initial implant procedure. Additional information has been requested but is not available at the time of this report.